Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lift column on the 9800 system would not go up or down, during the night shift. However, the day shift tech did not have this problem. There was no report of pt injury.